Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2352500; model: sc-2352-50; serial: (B)(6); batch: 19325959/19325959; UDI: (B)(4).

Event description:
It was reported that the following an implantable pulse generator (ipg) replacement procedure (MFR report number 3006630150-2025-00608), the patient developed an infection at the ipg site. Symptoms of redness and pain were noted. The infection was not procedure related, and the cause was unknown. The patient was placed on antibiotics and all components were explanted. The explanted devices will not be returned per hospital policy and patient was doing well postoperatively.